Manufacturer narrative:
UDI= (B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. There was contrast in the inflation lumen and balloon. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 55cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The balloon was tightly folded. Microscopic examination presented no damage or irregularities in the balloon of the device. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the welds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-april-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.50mm x 15mm maverick balloon catheter was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.